Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. During the lead revision one month later, an unsuccessful attempt was made to reposition the lead. The lv lead was surgically abandoned and the physician opted to not implant a new lv lead. The lv lead was explanted and epicardial leads were implanted one month later. No adverse patient effects were reported. The investigation is complete at this time.